Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to unspecified reasons. A new aus device consisting of a 4.5cm cuff, 61-70 cm h2o balloon and pump, was implanted. The aus device was cycled and deactivated. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.